Event description:
Healthcare professional reported left side "capsular contracture, baker grade unknown". Device was explanted and replaced. Healthcare professional later reported no complaint against left device. Abbvie has determined that the event of capsular contracture did not occur and therefore this complaint record is no longer reportable.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b2, b5, b6, h6 clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture, baker grade unknown". This record is for the left side. The device was explanted and replaced.